Event description:
"Rospective" pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device breakage ("fracturing of the implant"), bladder perforation ("bladder perforation") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, bladder perforation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), migraine ("migraines"), dysgeusia ("metal taste in mouth") and depression ("depression"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure), surgery (she had surgery to remove the essure) and surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, device breakage, bladder perforation, ectopic pregnancy with contraceptive device, dyspareunia, migraine, dysgeusia and depression outcome was unknown. The reporter considered bladder perforation, depression, device breakage, dysgeusia, dyspareunia, ectopic pregnancy with contraceptive device, migraine and perforation to be related to essure. The reporter commented: patient need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), uterine perforation ("uterine perforation"), device breakage ("fracturing of the implant"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder perforation ("bladder perforation"), ectopic pregnancy with contraceptive device ("ectopic pregnancy/pregnancy (stillbirth or miscarriage)") and abortion of ectopic pregnancy ("pregnancy (stillbirth or miscarriage)/1 miscarried before 1 could make an appointment with my doctor") in an adult female patient who had essure (batch no. 735707) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient didn¿t undergone essure confirmation test.". The patient's medical history included parity 6 (((B)(6) 1997,(B)(6) 1999, (B)(6) 2004, (B)(6) 2005, (B)(6) 2008 and (B)(6) 2010))), multi gravida, seizures, hypertension, mitral valve prolapse, menometrorrhagia, seizure, hypertension, gastrointestinal ulcer bleeding, mitral valve disease and mitral valve prolapse. Concurrent conditions included gallbladder disease, bleeding genital, infrequent bowel movements, urinary urgency, dysuria, incontinence, cyst ovary, adenomyosis, diarrhea, uterine inflammation, cervicitis cystic, adenomyosis and convalescence. Concomitant products included docusate sodium;phenolphthalein (ex-lax extra gentle) for absent bowel movement, medroxyprogesterone acetate (depo provera) from 2003 to 2010 for birth control pill, naproxen sodium (anaprox) for constipation as well as amlodipine, macrogol (polyethylene glycol), naproxen, propranolol, ranitidine hydrochloride (zantac) and topiramate (topamax). In (B)(6) 2010, the patient experienced abdominal pain lower ("pain/lower abdominal pain"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criterion medically significant), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), headache ("headaches"), nausea ("nausea,"), feeling abnormal ("neurological conditions or problems type: brain fog"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and constipation ("gastrointestinal or digestive system condition type: constipation") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression"), mood swings ("hormonal changes describe: mood swings") and alopecia ("hair loss"). In (B)(6) 2012, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, bladder perforation (seriousness criteria medically significant and intervention required), dysgeusia ("metal taste in mouth") and abdominal distension ("bloated"). The patient was treated with surgery (ablation in 2014 and total vaginal hysterectomy with bilateral salphingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, menorrhagia, bladder perforation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, migraine, dysgeusia, depression, mood swings, vaginal haemorrhage, headache, nausea, feeling abnormal, dysmenorrhoea, fatigue, weight increased and alopecia outcome was unknown and the dyspareunia, constipation, abdominal distension and abdominal pain lower had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain lower, abortion of ectopic pregnancy, alopecia, bladder perforation, constipation, depression, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, feeling abnormal, headache, menorrhagia, migraine, mood swings, nausea, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery date(s) of insertion (B)(6) 2010. Current weight 193 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: pfs and mr received : patient information was added. Product information (essure - insertion date were updated, lot number and indication) were added. Concomitant medication and medical history were added. New events miscarriage, mood swings, vaginal hemorrhage, menorrhagia, headache, nausea, feeling abnormal, dysmenorrhea, fatigue, weight increased, constipation, abdominal distension, alopecia, alopecia and device monitoring procedure not performed were added. Event 'perforation' updated to 'fallopian tube perforation and uterine perforation' since hysterectomy and salphingectomy have been reported. Event onset date of dyspareunia migraine and depression were added. Event outcome dyspareunia were added. New reporter was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device breakage ("fracturing of the implant"), bladder perforation ("bladder perforation") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, bladder perforation (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), migraine ("migraines"), dysgeusia ("metal taste in mouth") and depression ("depression") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, device breakage, bladder perforation, ectopic pregnancy with contraceptive device, dyspareunia, migraine, dysgeusia and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered bladder perforation, depression, device breakage, dysgeusia, dyspareunia, ectopic pregnancy with contraceptive device, migraine and perforation to be related to essure. The reporter commented: patient need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.